Manufacturer narrative:
D3, manufacturer zip/postal: (B)(6). G1, MFR site zip/post code: (B)(6). The lot number was not provided by the study.

Event description:
It was reported that the study patient was administered prescription medication to treat symptoms. The subject was enrolled into a clinical study on (B)(6)2024. Pre-treatment maa imaging documented a significantly higher perfusion of maa on tumors, dose to perfused liver was 150 gy; dose to total normal tissue was not available. Lung shunt calculation was 9.4 percent. Therasphere treatment was performed on (B)(6)2024 with two vials. On (B)(6)2025, combination therapy with 1500 mg durvalumab followed by 300 mg of tremelimumab were administered intravenously. On (B)(6)2025, 11 days post index procedure the subject was diagnosed with dyspepsia, itching and lymphopenia. The symptom of dyspepsia was treated with 20 mg omeprazole daily orally and 25 mg levosulpiride twice daily orally, and itching was treated with 25 mg hydroxyzine daily orally; however, no actions were taken to treat lymphopenia. Additional details were provided that on (B)(6)2024, one day post-index procedure the subject was diagnosed with asthenia. No actions were taken to treat asthenia. New procedure details were also provided that the total administered activity dose of 1.67 gbq. Post treatment dosimetry documented between random activity distribution and avid uptake in target lesion. The dose to perfused liver was 515.7 gy; dose to total normal tissue was 59.1 gy. Lung dose calculation was 8.48.

Manufacturer narrative:
D3, manufacturer zip/postal: (B)(6). G1, MFR site zip/post code: (B)(6). The lot number was not provided by the study.

Event description:
It was reported that the study patient was administered prescription medication to treat symptoms. The subject was enrolled into rowan study on (B)(6) 2024. Pre-treatment maa imaging documented a significantly higher perfusion of maa on tumors, dose to perfused liver was 150 gy; dose to total normal tissue was not available. Lung shunt calculation was 9.4 percent. Therasphere treatment was performed on (B)(6) 2024 with two vials. On (B)(6) 2025, combination therapy with 1500 mg durvalumab followed by 300 mg of tremelimumab were administered intravenously. On (B)(6) 2025, 11 days post index procedure the subject was diagnosed with dyspepsia, itching and lymphopenia. The symptom of dyspepsia was treated with 20 mg omeprazole daily orally and 25 mg levosulpiride twice daily orally, and itching was treated with 25 mg hydroxyzine daily orally; however, no actions were taken to treat lymphopenia. Additional details were provided that on (B)(6) 2024, one day post-index procedure the subject was diagnosed with asthenia. No actions were taken to treat asthenia. New procedure details were also provided that the total administered activity dose of 1.67 gbq. Post treatment dosimetry documented between random activity distribution and avid uptake in target lesion. The dose to perfused liver was 515.7 gy; dose to total normal tissue was 59.1 gy. Lung dose calculation was 8.48. It was further reported that itching was not related to therasphere or the administration procedure.

Event description:
It was reported that the study patient was administered prescription medication to treat symptoms. The subject was enrolled into rowan study on (B)(6) 2024. Pre-treatment maa imaging documented a significantly higher perfusion of maa on tumors, dose to perfused liver was 150 gy; dose to total normal tissue was not available. Lung shunt calculation was 9.4 percent. Therasphere treatment was performed on (B)(6) 2024 with two vials. On (B)(6)2025, combination therapy with 1500 mg durvalumab followed by 300 mg of tremelimumab were administered intravenously. On (B)(6) 2025, 11 days post index procedure the subject was diagnosed with dyspepsia, itching and lymphopenia. The symptom of dyspepsia was treated with 20 mg omeprazole daily orally and 25 mg levosulpiride twice daily orally, and itching was treated with 25 mg hydroxyzine daily orally; however, no actions were taken to treat lymphopenia.

Manufacturer narrative:
D3, manufacturer zip/postal: gu9 8ql. G1, MFR site zip/post code: gu9 8ql.